Event description:
It was reported that during the implant procedure the right atrial (ra) lead helix did not appear to retract. Under fluro there appeared to be a "space" indicating the lead was still deployed, and had not retracted. The physician lightly pulled on the lead and the lead came out. The physician tested the lead on the table and the screw deployed and retracted fine. But fluoroscopy didn't seem to show the markers changing from either deployment or retraction. The physician chose to use an alternate lead which was implanted without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.